Manufacturer narrative:
The device was not returned however a photograph was received for evaluation. Visual inspection of the image did not show clearly the separation of the tubing from the millipore filter. Retained samples were visually checked with no issues noted. One retention sample was gravity tested and leak tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pvc free administration set disconnected, resulting in a leak. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information was available.